Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tachycardia therapy for this cardiac resynchronization therapy defibrillator (crt-d) was programmed to other than monitor plus therapy for an unknown reason. Additional information revealed the field representative does not have any information anything in the patient¿s chart. The patient was seen and programmed therapies off from another clinic. The crt-d remains in service. No adverse patient effects were reported.